Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vt. An inadequate shock was delivered. The vt stopped by itself. Low, out of range high voltage lead impedance was observed. The lead was capped and replaced. Patient was stable post procedure.